Event description:
It was reported that a patient had an infection. In addition, it was noted that the patient was sweating profusely, and had felt like they were freezing at the same time. The patient had nausea, and the patient noted that when he vomited, it tasted like "salt water". The symptoms occurred during a normal refill cycle, and were not experienced before. It was indicated that the patient's pump was filled with saline in (B)(6) 2008, and the "saline had never been replaced." The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that during a gastrectomy procedure, the device was used to anastomose the stomach and the duodenum. The device could not be removed and all circumferences of the membrane serosa were damaged. Additional suture was performed and the operation was finished without any problem. The device was fired when the indicator was within range of the green gap setting scale. The device was one-hard turned and released as usual. There were no adverse consequences to the patient.